Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during power up. The slip ring board will be replaced as a fix. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, that the system faulted with repeated 25521 errors. The system generated a message instructing the customer to disable the manipulator but that caused the right master tool manipulator (mtm) to shut down. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard power cycle but the issue persisted. There was no report of patient harm, adverse outcome or injury. Isi followed up isi clinical sales representative (csr) and obtained the following additional information: the csr confirmed that the site converted to video-assisted thoracoscopic surgery (vats). The procedure was completed and there was no report of patient injury or harm. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The complaint was replicated and verified through the system logs. The fse verified the 25521 error on the mtmr. The mtmr was replaced to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).